Event description:
During the surgical procedure transvaginal sling, it was reported that at the time of the injury, the pt unexpectedly moved with the force of the surgeon trying to implant anchor. The labia and vaginal wall were ripped by speedtac and required extensive repair. Diagnosis or reason for use: stress incontinence & midline cystoretthrocele.